Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the patient end of the bd ultra-fine¿ pen needle was too short and medication was unable to be delivered as a result. These events occurred 5 separate times during use. The following information was provided by the initial reporter, translated from german: "pharmacy informs us that a patient complained that the needles were faulty. The inner part of the needle is shorter and therefore the needle is impermeable. Patient uses the novopen."

Event description:
It was reported that the patient end of the bd ultra-fine¿ pen needle was too short and medication was unable to be delivered as a result. These events occurred 5 separate times during use. The following information was provided by the initial reporter, translated from german: "pharmacy informs us that a patient complained that the needles were faulty. The inner part of the needle is shorter and therefore the needle is impermeable. Patient uses the novopen."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on: 23-jun-2022 h6: investigation summary six open 31 g x 5mm pen needle samples were returned from lot. No. 1327859, cat. No. 320522. Visual examination was carried out on the returned samples and broken non patient end was observed on all 6 samples. No clog test could be performed due to the condition of the returned samples. As all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.